Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set c, an external fluid leak was observed from the drain bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Their visual inspection observed the reported leak from the drain bag. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.